Event description:
It is reported that customer was hospitalized due to low blood glucose. Customer experienced two comas. The insulin pump over delivered the programmed amount. The insulin pump also had motor error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and alarmed during the prime test due to faulty force sensor. Unable to perform basic occlusion and occlusion test due to motor error alarm. Motor passed motor test. The insulin pump passed no delivery test and displacement test. The insulin pump had a missing end cap sticker.